Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported that while verifying the intracranial pressure of the patient, the inlet tube appeared cracked with leakage of fluid. The device was used in conjunction with an edwards system. As a result, the system was replaced. Affiliate reported that the devices were in contact with bodily fluids and were not disinfected. As a result there was a decrease of effect of pharmacotherapy.

Manufacturer narrative:
It was communicated that the device was not returned for investigation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number was provided a review of the device history records confirmed that the device conformed to the required specifications prior to distribution. If at somepoint the device is returned the complaint will be re-opened and investigated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. H3 other text : device not returned

Manufacturer narrative:
Upon completion of the investigation, it was noted that the eds iii was leak tested and confirmed a leak at the 1st 3 way stop cock. It is possible that when connecting a device to this stop cock it was over tightened and this has caused the stop cock to crack. The root cause of the problem reported by the customer could be due to atypical force being used when tightening, however this could not be determined. The current quality inspection for these assemblies is established to 100% test for leak and blockage. Review of the history device records confirmed the device conformed to the specifications when released to stock. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Please be advised that per the new matrix on (B)(6) 2013 this event will be re-classified as a serious injury.

Event description:
Please be advised that per the new matrix on (B)(6) 2013 this event will be re-classified as a serious injury.